Event description:
(B)(6), an ICU rn, called into the emergency support program line requesting assistance for a system over temperature alarm. She had troubleshot this alarm by removing the iabp away from the bed and powering the pump off and back on, however this did not resolve the alarm. Esp personnel recommended switching to another cardiosave. (B)(6) stated her colleagues were able to switch to another pump successfully and reported an appropriate waveform. No patient harm or injury was reported. Esp personnel collected product surveillance information on the pump and asked her to send the pump to biomed with a note that read system over temperature alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.